Manufacturer narrative:
Only the insert was returned and evaluated, but not the clamp arm. Per the customer reported complaint, engineering found the instrument clamp arm missing from the distal end. Clamp arm pins were bent backwards. The cause of the user damage was likely due to the user mishandling and/or over extension of the arm. There was no other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that during a da vinci s sigmoid colectomy, an unidentified item from the harmonic curved shears insert instrument fell into the patient and was immediately retrieved. There has been no additional information provided to date. No patient harm, adverse outcome, or injury was reported.